Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that a pocket infection occurred. The implantable cardiac defibrillator pocket was revised and the device remains in use. It was noted that the patient was enrolled in a clinical study. No further patient complications have been reported as a result of this event.